Event description:
It was reported during the impalnt procedure that the helix was 'broken'. The helix did not function properly. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, a visual inspection reveal a steroid substance in the sleevehead indicating the helix was retracted prior to the steroid drying causing the issue during the procedure. The helix mechanism worked appropriately on investigation.